Event description:
It was reported that during an unknown procedure, error code 3: handpiece error displayed. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on the generator and no error code was noted. However, the handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the continuity test failed with an outcome message: "pin2/jack 1 and pin 1". Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.